Event description:
It was reported that the patient was immobilzed after surgery for 4 and a half months, she wasn't able to walk, move or do any activities. Patient stated that the rod broke and was required to have a revision surgery. Patient would also like to know if the gamma nail was recalled.

Manufacturer narrative:
Device is not available. If we become aware of additional information an supplemental report will be provided. Item is not available.

Manufacturer narrative:
Evaluation summary: the reported event was confirmed. The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The returned nail was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the posterior bridge of the proximal lag screw hole. The posterior breakage line was found within the drill marked area. This misdrilling effect did weak the posterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at lateral. After the posterior bridge was full or main partly broken, the anterior bridge followed also step by step. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did also contribute to the nail breakage. The returned x-rays didn¿t include a visualization of the broken nail; an evaluation regarding bone consolidation was not possible. The medical records and patient history indicate that the patient was obese. Furthermore the family history includes that the patient is positive for osteoporosis. The nail broke after approx. 4 months and a partially healed fracture was detected by the surgeon, a delayed-union could not be excluded. Obesity, osteoporosis and delayed unions can lead to implant failures and are listed as adverse effects in the IFU. No manufacturing issue was found; the case is attributed to patient conditions contributed by an intra-operatively implant damage. The complained nail was never part of a recall. No non-conformity identified.

Event description:
It was reported that the patient was immobilzed after surgery for 4 and a half months, she wasn't able to walk, move or do any activities. Patient stated that the rod broke and was required to have a revision surgery. Patient would also like to know if the gamma nail was recalled.